Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The compact block, canister, and cpu were replaced, resolving the reported complaint. Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the ventilator shut down. There was no reported patient injury.